Manufacturer narrative:
Device not returned. Ccds staff have provided additional information concerning the decontamination process as well as sdss for the chemicals used. All information known, or reasonably known to battelle has been included in this submission.

Event description:
User reported asthma exacerbation. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.